Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the device's packaging was not sealed completely. The end where the distal tip of the sheath was open, and device was almost coming out. The device was replaced. The procedure was completed successfully without patient complications. The device was disposed by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.